Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 negative, flu a positive and flu b positive result in the initial test on the cobas liat system. This sample was retested on a cepheid instrument and generated negative results for all targets. The positive result was released; after retested, the negative result was released. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
No product problem was identified through the course of the investigation that was performed; although requested, the customer did not provide the kit lot information nor data. The false positives could be attributed to inappropriate sample media composition or volume, inadequate or inappropriate sample collection, storage, and transport, insufficient volume sample, laboratory contamination etc. Corrected device code from false positive result to non-reproducible results. (B)(4).